Event description:
Patient was revised due to hip pain, abnormal fluid build up, a chromium level of 3.9 and a cobalt level of 3.7.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised due to hip pain, abnormal fluid build up, a chromium level of 3.9 and a cobalt level of 3.7. Doi: (B)(6) 2007 - dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/21/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, and pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on:7/21/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair and metal wear.